Manufacturer narrative:
The catheter itself was disposed of at the hospital, however, the foreign object is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter was inserted into the patient on (B)(6) 2011. The catheter was removed on (B)(6) 2011 and the patient was released. The patient felt irritation at the insertion site after returning home. On (B)(6) 2011, the patient went to see the doctor, and the doctor found a foreign object at the insertion site. The doctor plucked the foreign object with tweezers.